Event description:
The customer stated that she tested her blood glucose using her elite meter and received a reading of 60 mg/dl. She retested using another meter (brand unknown) and received a reading of 170 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. The customer was sent a new contour meter kit.